Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had no display. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) verified that the central control monitor (ccm) liquid crystal display (lcd) backlight was not lit. The lcd was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.